Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a06v. Investigation summary: the analysis results that one ec45a device was returned with no visual non-conformance's and with an ecr45b cartridge reload present. The reload was received fully fired and with the pan dislodged. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the laparoscopic pancreatoduodenectomy, after fired, removed the reload, noted the pan detached from the reload, and stuck in the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.